Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of alarm sounds when starting up was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the high flow insufflation unit had alarm sounds when starting up. The issue occurred during reprocessing and the intended procedure was diagnostic. There was no delay in the procedure. The patient was not under sedation. There were no reports of patient harm.

Event description:
There were no other devices involved in the event. The intended procedure was completed using a similar device. Model and serial number of the device used to complete the procedure was not provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: b5.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.